Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 2g22, that has similar products distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6). (B)(6) result (its unknown what method was used). (B)(6). The samples were sent for additional testing at another laboratory and confirmed (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The customer provided additional neutralizing hbsag confirmatory results that were less than 50 percent, and the results were therefore not confirmed or discrepant. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.